Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pink slide did not move forward; indicating the needle mechanism did not deploy. The patient's blood glucose rose to 25 mmol/l (450 mg/dl) while wearing the pod. As treatment, a new pod was applied.